Event description:
Indication - chronic inflammatory demyelinating polyneuritis. Home health care nurse reports that pump stopped working during infusion. Unknown if infusion was able to be completed. Unknown if there was any adverse effect pump is available for return. A new replacement pump is scheduled for shipment for the patient. Spontaneous call - no further information provided. Reported to (B)(6) by: patient/caregiver.